Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to pend patient medication. A technical support specialist (tss) reviewed the station synchronization status and investigated a reported user access issue. The tss contacted the user and confirmed that only maintenance options were visible when logging into the station. Further investigation on the enterprise system revealed that the user account existed but was not assigned to any areas, preventing proper access. The tss informed the user of the findings and advised contacting the pharmacy administrator to assign the appropriate areas and roles. Follow up communication was made to monitor progress, and subsequent verification showed that the account had been assigned the appropriate role. Multiple attempts were made to obtain confirmation from the user that the issue had been resolved; however, no response was received. As no further issues were reported, the case was closed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pend patient medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.